Manufacturer narrative:
The insulin pump had cracked reservoir tube lip and minor scratches on display window noted during visual inspection. The insulin pump passed prime, displacement, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 422 mg/dl at the time of incident. The customer's blood glucose was 325 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they have not tried different cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated they do rotate sites and avoids scar tissue. The customer stated that the tubing was bent or kinked. The customer stated that they tried all remedies. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.